Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after the initial intraocular lens (iol) implant procedure, a patient complained of "blurry vision at distance" and a clinical reason of "severe visual disturbances that were relentless and did not resolve over time". This required the removal of the iol in a secondary surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that the multifocal lens model was replaced with an unspecified monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens was an improved choice for the patient's vision needs. Follow up attempts to the facility have gone unanswered. At this point, no further information available. The manufacturer internal reference number is: (B)(4).